Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse attempted to replace rxtx on the surgeon side console (ssc) but the issue persisted. The fse then replaced the ssc touchpad to resolve the issue. Touchpad was sensing pressure applied on the touchpad armrest and would take arms out of following mode thinking that it was being pressed. Intuitive surgical, inc. (Isi) received the part cfg-shs rx involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the reported failure. The shs-rx was installed and tested in the pca test system. The system started up with no issues. All arms moved intuitively and ran 10x power cycles and all testes passed. The board remained in the test system for 1 hour and it performed with no anomalies. Additionally, intuitive surgical, inc. (Isi) also received the touchscreen unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The touchpad was installed into xi test system, and it failed with touchscreen being stuck when arm were placed on armrest.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, arms 2 and 4 were not moving back and forth. The surgeon stated that earlier in the case she was able to control the arm with no issues, but then she started getting a message about the grips. The tse asked if the message was prompting to match the grips, and the surgeon confirmed that it was. Then, the tse asked if her head was far enough into the high-resolution video processer (hrsv) to block the sensors and confirmed that her hands were not bumping into the surgeon side console (ssc) touchpad. The surgeon elected to convert to a laparoscopic procedure and did not want to troubleshoot anymore. The tse was not able to collect any patient information due to the situation in the operating room (or). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient.